Manufacturer narrative:
The account's maintenance replaced the control box and the issue returned. Repairs have not been completed.

Event description:
The account's maintenance stated, the bed has no bed functions and the head of the bed is up.